Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. Please note this date is based off the date the article was received by the journal as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Morozov, I. N., ushakov, a.I. Neuromodulation for refractory failed back surgery syndrome patients. Sovremennye tehnologii v medicine. 2015;7(3):90-93. Doi: (B)(4). Summary: the aim of the investigation was to assess the capabilities of spinal cord stimulation, and compare it with conventional nonsurgical treatment in failed back syndrome. Epidural spinal cord stimulation in chronic pain syndrome treatment enables to improve significantly the patients, condition: it lowers pain level, increases the functionality and improves the quality of life. Reported events: four patients with neuropathic pain associated with failed back surgery syndrome experienced an "infected wound/abscess." Four patients with neuropathic pain associated with failed back surgery syndrome required reoperation and repeated electrode placement "due to electrode migration." Further information has been requested; a supplemental report will be filed if additional information is received. See attached literature article.